Event description:
A us distributor contacted zoll to report that a patient developed itchiness under the lifevest equipment. There was no alleged device malfunction contributing to the itchiness. The patient¿s physician prescribed an ointment for the itchiness. Outcome of the itchiness is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.